Event description:
It was reported that the ilet user experienced persistent hyperglycemia following lunch, with glucose values reported at 334 mg/dl and later 297 mg/dl. They announced an additional ¿lunch¿ to attempt correction. Education was provided to avoid announcing meals to correct highs, verify sensor accuracy with a glucometer, and inspect the infusion site after a same-day supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the contact and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.